Event description:
Per the report, in 2006, the pt's device was implanted. The surgeon reported the pt experienced facial paralysis after surgery. The next month, three weeks post-op, reportedly the pt still has absent facial nerve function on the left side. However, the pt reports some improvement. Two months later, the audiologist reported, that the pt stated "the implant felt like it shifted in her head, and that it hurt to lay on that side." The audiologist noted it was possible to feel the receiver/stimulator, but the device was securely fit and did not move around. The following month, the CT scan showed that the electrode array is not in the cochlea. Revision surgery is planned but has not been scheduled.